Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted (B)(6) 2016.

Event description:
It was reported that t-wave oversensing (twos) was exhibited post-pace. This occurred during bi-ventricle pacing only. No further information could be obtained. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.